Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post paced t-wave over sensing was noted and caused loss of biventricular pacing. The device was reprogrammed to resolve the issue. The patient is stable and will be monitored.